Event description:
As reported by implant patient registry, a 29 mm sapien 3 valve was explanted approximately 1 year 11 months post transcatheter aortic valve replacement. The reason for explant is unknown at this time. Additional information has been requested.

Manufacturer narrative:
An intervention of a valve to treat would most likely be either requiring a second valve within the first or explant of the thv valve. The reason for intervention of a thv valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. These events are considered a serious injury. If additional information is obtained, the code and decision tree will be re-evaluated. The device is explanted for unknown reasons. Although there are multiple roots causes, these cases are not reportable unless there is evidence of a reportable device related malfunction & within 7 years post implantation. Multiple attempts have been made to obtain additional information. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient's procedure op notes of the explant were requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 year 11 months post-tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : not returned for evaluation.